Event description:
It was reported that the ilet device¿s sleep/wake button became increasingly unresponsive, while blood glucose control was unaffected. Symptoms included no clinical effects. Outcomes included no impact to health or need for medical care. Investigation included review of device function through customer troubleshooting and education, confirmation of data sync, and collection of return tracking for evaluation. Investigation of this device was confirmed and revealed a hardware performance issue localized to the sleep/wake button, consistent with a device component malfunction of the user interface button. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the sleep/wake button.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."